Event description:
It was reported that a patient had a (B)(6) infection in the spinal fluid and pump area in (B)(6) 2013. The patient spent 3-4 days in the hospital and was sent home for a ¿28 day regimen with a PICC line (peripherally inserted central catheter) two times a day¿ which resolved the infection per the patient. The infection symptoms had gradual onset. The pump was explanted in (B)(6) 2014. The pump was used to infuse morphine (unknown). Follow up was conducted to obtain further information. If additional information is received a follow up will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. The circumstances which led to the infection were reported as the patient had (B)(6) in 2006, and the virus stayed in their body. When the pump was implanted, the virus started to infect the area of the surgeries and in "(B)(6) time frame" the infection got bad enough that the pump and catheter had to be removed. There was no problem with the pump itself.